Event description:
This lv lead was attempted at implant on (B)(6) 2013 due to high thresholds and no optimal placement. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).